Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was incorrectly marked as auto discharged. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient as discharged automatically, even though the patients were still admitted at the time. The technical support specialist (tss) explained the auto-discharge mode setup to the user and reviewed the configuration. The tss recommended implementing a buffer to help prevent premature discharges. The user agreed with the suggestion and approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was incorrectly marked as auto discharged. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.